Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse cleaned and lubricated the sorter. Also, alignment to the cup and d lane was performed. Then the fse ran sorter test in each corner with 20 cups each and no errors occurred. The instrument is functioning as intended and was released. The most probable cause for this event is the z height alignment. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 2204 sorter not picking up the cups on their aia-900. The customer indicated they completed the maintenance, rebooted the instrument but the error is still occurring. Customer requested service in order to address the reported issue which resulted in delay reporting of results for lhii, e2, bhcg and prog ii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.